Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon review of egm¿s, oversensing noise was noted on the ventricular lead. Noise was not reproduced during in clinic testing with isometrics. No intervention was performed and the device remains implanted. The patient was stable and not pacemaker dependent.